Event description:
It was reported that the procedure was to treat a mid right coronary artery (rca). There was a long section of thrombus in the mid rca. An unknown guide wire was easily advanced and an unknown 30 mm balloon was used for pre-dilatation. Intravascular ultrasound (ivus) was performed and then a 4.0 x 28 mm vision stent delivery system was advanced and the stent was implanted. A second ivus was performed and a perforation was observed and the patient's st levels increased. An 4.0 x 12 mm otw graftmaster was advanced to seal the perforation; however, when the device was pressurized, the stent implant did not fully expand. Several attempts were made to fully expand the stent and it would not expand, so while removing the catheter, the stent implant dislodged from the balloon into the proximal rca. An attempt with an unknown balloon to open the artery was unsuccessful and the patient was taken to surgery. The patient died the next day of massive cerebrovascular accident (cva). The physician stated that the death was unrelated to the graftmaster. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of death and perforation are listed in the vision instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The graftmaster jostent referenced is being filed under a separate manufacturing report number.